Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system, serial number (B)(6) , and the reported hypothermia and fungal infection could not be conclusively established through this evaluation. It was reported through patient outcome information that the patient ultimately expired on (B)(6) 2018. (B)(6) was not returned for evaluation (reported under MFR report number 2916596-2020-02666). The heartmate 3 left ventricular assist system instructions for use lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricle assist system. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists infection (driveline, localized, and pump pocket or pseudo pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. The heartmate 3 lvas patient handbook provides care instructions regarding preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced hypothermia. Beta d glucan was drawn and came back positive. Follow-up fungal cultures were drawn, which came back negative. The patient was given antifungal treatment. The infection was resolved on (B)(6) 2018.